Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 failed. The field service engineer (fse) powered off station, and the row board cable and retractor band cables were reseated. The retractor bands were adjusted, and the station was powered back on. Normal led indicators were observed, and the station was allowed to enter the application. After these steps, the station detected all pockets successfully. The customer was able to recover and confirm functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.3 had failed and not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.